Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix extends and retracts within specification.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix did not retract correctly, and then it would extend properly after several turns, it only popped out. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.